Event description:
It was reported to philips the o2 manifold was leaking. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer reported the v60 device was ok, it was just the 3-way station for the o2 tanks/wall outlet that was leaking. The customer inquired if the manifold could be repaired and the rse stated that the manifold could not be repaired. The customer had the part number for the replacement manifold. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer; however, there was no response. The resolution and disposition are unknown.